Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the head would not interrogate, the cable was twisted and the head failed all uplink amplitude tests. The cable was replaced to resolve.

Event description:
It was reported that the radiofrequency programmer head would not interrogate, that the cord was crimped. The head was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the radiofrequency programmer head would not interrogate, that the cord was crimped. The head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.